Manufacturer narrative:
The 8/6mm ado was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and images by aga's medical consultant resulted in the following findings: this (B)(6) year-old female underwent ado placement for pda closure. The procedure was complicated by device embolization after release within a few minutes. The procedure was re-attempted but unfortunately the device embolized again. The patient suffered from pulmonary hemorrhage after the second attempt within an hour of the procedure. The device was retrieved successfully from the descending aorta (dao) both times. The patient was observed in the ICU and there were no sequelae. One cd of the angiograms of both procedures was provided for review. The cd showed the anatomy of the pda as described by the implanting physician. Several angiograms were obtained to evaluate the pda. The pda was very similar to a type e and it was parallel to the aortic arch which is usually seen in older patients, not in the pediatric population. The ado was implanted and while it was attached to the delivery cable, the orientation remained appropriate. After release, the ado angulated and became parallel to the aortic arch with the edge hanging into the aortic lumen. Later the ado was seen in the dao from where it was retrieved successfully. The second attempt was fairly similar to the first one except that the ado was pulled into the pulmonary artery a little more than the previous one. Unfortunately, the ado embolized after release although it appeared appropriate before release. According to aga's medical consultant, the following interpretation is based upon the history and review of the angiograms that were provided: the aortic angiograms opacified the dao, the pda and the left pulmonary artery. There was evidence of antegrade flow in the main pulmonary artery but no contrast was seen in the right pulmonary artery. In the rao angiogram, a nub was seen from the aortic arch with gradual tapering (closed vessel). Was this the origin of the right pulmonary artery? In the angiograms that were provided, branch pulmonary arteries confluence was never documented. The right pulmonary artery may be arising from the descending aorta. Another important factor that re-enforces the notion of discontinuous pulmonary arteries was the presence of collaterals to the right lung, prominent internal mammary artery, etc. It would be very interesting to know if the right pulmonary artery was in continuity with the left. The size of the ado chosen was appropriate; however, the angulation of the pda was such that all devices would have changed orientation after release. Since the patient had some evidence of pulmonary hypertension (albeit reversible), a larger ado may have prevented embolization; however, hind sight is 20/20. In conclusion, the ado embolized because of the angulated ductus anatomy primarily. If the branch pulmonary arteries were not confluent, the patient suffered from acute pulmonary hypertension crisis after the second attempt, which resulted into pulmonary hemorrhage. After the ado embolized, her condition improved gradually. Branch pulmonary artery confluence needs to be documented if not already done so.

Event description:
According to the initial information received, the patient was diagnosed with a hypertensive pda. A hemodynamic study was done before the procedure with hyperoxia test and proved that the patient still had a reversible shunt as qp/qs was 1 and became 1.6 after hyperoxia and rp/rs was 0.3. Pda morphology was a type e according to (B)(4) classification with a pulmonary end of 4mm. An amplatzer duct occluder (ado) was selected for occlusion for this type of duct. After proper adjustment of the ado and verification of its position by aortogram, deployment of the ado was done. The ado changed its shape after deployment and after a few minutes it embolized into the descending aorta. Retrieval of the ado was achieved from the arterial side with a 7f mullins sheath and by the aid of a 5f bioptome. Another attempt to close the pda with the same ado was successful. After deployment of the ado, it changed its direction but it was stable without residual shunt. Forty-five minutes later the patient developed pulmonary hemorrhage and edema and for the second time the ado embolized into the descending aorta, just above the level of the kidneys. It was retrieved successfully from the arterial side with a bioptome. The patient returned back to the ICU ventilated due to pulmonary edema and was sedated for 8 hours then extubated without sequelae. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.